Event description:
It was reported that this lead was subsequently removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was exhibiting noise and oversensing resulting in several stored events of inappropriate atrial tachycardia response. A lead fracture was suspected to be the cause of the clinical observations. The lead remains implanted. No adverse patient effects were reported.